Manufacturer narrative:
(B)(4). Concomitant products: guide wire: csi viper wire; atherectomy: csi diamond back. Guide wire/fdw selection incorrect, incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (IFU)states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stent procedures in carotid arteries.

Event description:
It was reported that the patient underwent a procedure to treat a lesion in the popliteal artery. The physician was using a non-abbott guide wire, an emboshield nav6 filter and a non-abbott atherectomy device. The guide wire was advanced into the patient anatomy, into what the physician thought was the popliteal artery. The emboshield nav6 filter was advanced over the non-abbott guide wire and deployed. The atherectomy device was then advanced; however, the atherectomy device became stuck in the vessel and it was noted that the devices (guide wire, emboshield filter and atherectomy device) were not in the popliteal artery as had been thought, but in a small feeder vessel. Multiple attempts were made to remove the atherectomy device; however, the device could not be removed. As the atherectomy device could not be removed, the emboshield nav6 filter was unable to be removed. There was no resistance noted during advancement of the emboshield filter and no resistance noted between the guide wire and the emboshield filter. The patient was then taken to the operating room and all devices were surgically removed. The patient was reported to be in stable condition. No additional information was provided.